Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of a heavily calcified left common femoral access using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the suture of the second prostyle device was also successfully pre-placed; however, the device was difficult to remove as the footplate got stuck on calcium. The prostyle device finally became unstuck from the calcium and was able to be removed from the anatomy. The sheath was upsized to 21f and the tavr procedure was completed. Post procedure, the suture of the second prostyle device broke during knot advancement. The suture of a third prostyle device was successfully deployed. Hemostasis was achieved with the suture of the first and third prostyle devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information received, the investigation determined that the reported difficult to open or close, difficult to remove, material separation, and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that the patient calcification contributed to the foot being difficult to pen and close and the difficulty removing the device. It is also likely that the material separation was related to suture/nick damage or the calcified vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.